Event description:
It was reported that the customer had unexplained low blood glucose. Caller stated that the customer was unresponsive. Paramedics were called to assist customer at scene. The blood glucose reading was low when the paramedics arrived. Caller stated that the customer's insulin pump was alarming motor error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.